Event description:
It was reported by service report that the right side calf support assembly was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - calf support assembly.